Event description:
It was reported that on (B)(6) 2015 a consumer injected herself in the abdomen with a bd micro-fine insulin pen needle and upon removing the needle from the injection site, she noticed that the needle was missing. She went to a hospital and was told to observe the injection site at home and to take additional action as needed. On (B)(6) 2015 she returned to the hospital and requested a CT scan to see if the broken needle was in her abdomen. On (B)(6) 2015 a CT scan was scheduled and on (B)(6) 2015 the patient received the CT scan. The CT scan did not visualize the broken needle within the patient and no further medical or surgical interventions were needed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.